Event description:
In 2008, the office manager reported that during a kit inspection, it was noted that the screw was missing from the rod caliper. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Eval is pending upon the return of the product.